Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was an electrical short experienced. No adverse consequences were reported.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: potential fire issue. Probable root cause: "improper set-up conditions. Poor airflow in console. Poor ventilation around console. Ambient temperature around console higher than recommended. The alleged failure mode will be monitored for future reoccurrence. Mfg date: 3/22/2016. (B)(4).

Event description:
It was reported that there was an electrical short experienced. No adverse consequences were reported.